Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "patient's right hip revised today due to loosening. No other info available due to hospital policy." Rep confirmed revision was due to loosening of the shell. Shell, 3 screws, poly liner, and femoral head revised to a shell, 4 screws, mdm metal liner, adm/ mdm poly insert, and another femoral head. Rep confirmed that the liner was converted due to surgeon preference.